Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to pool water and was not working properly. Her blood glucose level was over 600 mg/dl. The insulin pump alarmed battery out limit and she could not update the time and date. The insulin pump's keypad was not responding. She administered too much insulin and the paramedics were called. Her blood glucose level was 34 mg/dl and was unconscious when her father found her. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.